Event description:
It was reported, the digital image storage had no images on the monitors and the mouse was not working on this system. The issue was discovered before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was examined onsite and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the digital image storage had no images on the monitors and the mouse was not working on this system. Per the legal manufacturer, there was no patient involvement and therefore the issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.